Manufacturer narrative:
No parts were received by the manufacturer. Event problem and evaluation: on 3-nov-2016, a medtronic representative went to the site to test the equipment. The system intermittently booted up with generator errors. Replaced booster and starter board, and verified system functioned as intended. The imaging system then passed mechanical tests, imaging tests, and safety inspection upon completion of the system check-out.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system¿s generator was making a beeping sound, and the system was not exposing for 3d images. They were receiving a generator error on the system. There was a reported delay to the procedure of approximately fifteen minutes due to this issue. The surgeon opted to complete the procedure without the use of the imaging system, using a c-arm instead. There was no impact on patient outcome.

Manufacturer narrative:
The generator power control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The boost power control board was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the system could not complete initialization. It was reported that an error message would generate when used.

Manufacturer narrative:
(B)(6).